Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 as elective placement for mechanical circulatory support and the following day the patient experienced arrhythmias, the patient remained intubated due to continued arrhythmias. The following day, the patient experienced ventricular tachycardia causing decreased flow and suction events. The patient was defibrillated two times. Lidocaine drip was started. The next day, the patient underwent percutaneous coronary intervention. Two stents were placed in the circumflex artery. Four days later, the patient was extubated. The patient was awake and alert. Suction events were noted, however, and the patient was still having runs of ventricular tachycardia correlating with coughing spells. The plan was to explant the impella cp device the following morning which was successfully completed with a survived outcome. The patient was noted to be in stable condition following the event.

Manufacturer narrative:
The investigation of vf/vt/af/at and low pump flow has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.